Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clips once ejected remained open. A new device was thus used to carry out and finish the case. No adverse pt consequences.